Event description:
Medtronic legion ii pulse genator and unipolar ative fixation medtronic lead were implanted on 11/20/1992. Pt did well until he had a recent recurrence of his initial symptoms prior to his indicated implant. Symptoms included ataxia, lightheadness, dizziness, and a short syncopal episode. Discovered to have a lead fracture and no capture at all, even at the highest outputs of the pulse generator.